Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, eus-guided gastroenterostomy for management of malignant gastric outlet obstruction: a prospective cohort study with matched comparison with enteral stenting, by giuseppe vanella, et al. Per the article, a retrospective review was done on patients who underwent endoscopic ultrasound guided gastroenterostomy (eug-ge) with lumen apposing metal stents (lams) at san raffaele scientific institute between december 2020 and december 2022. A total of 104 patients (70 males) with a median age of 64 years old (range 58-73) underwent lams placement. 71 patients underwent eus-ge. All patients were treated for gastric outlet obstruction (goo). Technical success was 97.1% and clinical success was 97.1%. In the matched population, technical success rate for eus-ge group was 96.4% and technical success rate for es group was 100%. According to the study, 4 patients had stent misdeployments. 9 patients experienced adverse events. The most frequent adverse event was moderate bleeding in 4 patients and postprocedural episode of vomiting was experienced by 8 patients. The median hospital stay was 6 days. 2 out of 4 patients who had misdeployments underwent surgical rescue procedures, and the other 2 patients underwent another eus-ge procedure. 3 out of 4 patients who experienced moderate bleeding required an endoscopic epinephrine injection. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric outlet obstruction. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios is not indicated to be implanted in a gastric outlet obstruction. Note: esophagogastroduodenoscopy (egd) showed edematous jejunal mucosa occluding the lams lumen. Further good faith effort attempts were made to confirm the location of the devices, but response was not received.

Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 64. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2 literature source: vanella, et al. "Eus-guided gastroenterostomy for management of malignant gastric outlet obstruction: a prospective cohort study with matched comparison with enteral stenting." Gastrointestinal endoscopy (2023); doi https:/doi.org/10.1016/j.gie.2023.04.2072 block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e1032 captures the reportable event of vomiting. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f2303 captures the epinephrine injections was required. Imdrf impact code f08 captures the median hospital stay was 6 days. Imdrf impact code f19 captures the surgical rescue.

Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 64. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks b5 and h6 were updated based on the additional information received on december 21, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2 literature source: vanella, et al. "Eus-guided gastroenterostomy for management of malignant gastric outlet obstruction: a prospective cohort study with matched comparison with enteral stenting." Gastrointestinal endoscopy (2023); doi https:/doi.org/10.1016/j.gie.2023.04.2072. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f2303 captures the epinephrine injections was required. Imdrf impact code f08 captures the median hospital stay was 6 days. Imdrf impact code f19 captures the surgical rescue.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article, eus-guided gastroenterostomy for management of malignant gastric outlet obstruction: a prospective cohort study with matched comparison with enteral stenting, by giuseppe vanella, et al. Per the article, a retrospective review was done on patients who underwent endoscopic ultrasound guided gastroenterostomy (eug-ge) with lumen apposing metal stents (lams) at san raffaele scientific institute between december 2020 and december 2022. A total of 104 patients (70 males) with a median age of 64 years old (range 58-73) underwent lams placement. 71 patients underwent eus-ge. All patients were treated for gastric outlet obstruction (goo). Technical success was 97.1% and clinical success was 97.1%. In the matched population, technical success rate for eus-ge group was 96.4% and technical success rate for es group was 100%. According to the study, 4 patients had stent misdeployments. 9 patients experienced adverse events. The most frequent adverse event was moderate bleeding in 4 patients and postprocedural episode of vomiting was experienced by 8 patients. The median hospital stay was 6 days. 2 out of 4 patients who had misdeployments underwent surgical rescue procedures, and the other 2 patients underwent another eus-ge procedure. 3 out of 4 patients who experienced moderate bleeding required an endoscopic epinephrine injection. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was implanted to treat a gastric outlet obstruction. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios is not indicated to be implanted in a gastric outlet obstruction. Additional information received on december 21, 2023. In the physician's assessment, the vomit is usually due to the injection of fluids after eus-guided gastroenterostomy procedure, and the stent did not cause patient's vomiting. In the physician's assessment, the patient's bleeding is procedure related in the site of placement of axios stent. In 1 out of 4 patients who had misdeployments, the patient underwent surgical gastrojejunostomy to address the event. And the other patient who had misdisployment, the patient underwent surgical gastrojejunostomy with colic resection and protective jejunostomy to address the event.